Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 64odx58id, item: us157864, lot: 989210. Bi-metric/x por nc 11x135, item: x180311, lot: 953920. M2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 961910. G2: foreign, canada. H6: suggested component code: mechanical (g04), head. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 5 years post implantation due to a pseudotumor. The head was excised and possibly the acetabulum, conflicting information reported. No complications. It was confirmed that no further information could be provided.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: MRI findings. Pseudotumor to upper acetabular slope, 5-6 mm thick op report. Preop dx: pseudotumor of the right hip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.